Event description:
The patient reported that they were unable to communicate with their device. They stated that the last time they were able to successfully recharge the implantable neurostimulator (ins) was a couple of weeks ago. The patient noted that they stopped recharging due to a medical issue. They also mentioned that their implant had been bothering them and they had trouble sleeping with it on, so eventually they just turned it off, and now they are unable to communicate with their recharger or patient programmer. The patient was redirected to their healthcare provider. No further complications were reported. The patient was implanted for spinal pain.